Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during the lead replacement procedure (related manufacturer reference number: 3006705815-2023-04676. The new lead was originally implanted anterior. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was achieved post op.